Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the infusion site had detached during use. Another device was used and the insulin delivery resumed. The patient experienced a sensor glucose reading exceeding 400 mg/dl, following a meal.